Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd needle eclipse needle is occluded. The following information was provided by the initial reporter: there have been several issues with complete occlusion in the needle during injection. This has happened three times this week (with different patients) for the same complainant, a seasoned injection administrator. A complainant's colleague has reported that the same issue has happened to her several times. The problem has occurred with various types of vaccines and syringes. Therefore, the complainant traces the problem to the needle. (B)(6) no serious injury, but the patients have been subjected to additional sticks (which causes inconvenience and unnecessary pain).

Manufacturer narrative:
A device history record review was completed for provided material number 305892 and lot number 2405004. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) eclipse needles assembled with luer slip syringes were received. When pushing the syringe plungers, liquid could not be expelled, confirming the issue of clogged needle. The needles were examined microscopically and a crystalline substance was observed inside of the cannula. It was determined that this substance was possibly medication. It was not possible to perform fourier transform infrared spectroscopy on the clogged substance to determine the exact material composition. Twenty (20) retained needle samples of the reported lot number were obtained from the manufacturing facility. The retained needles were assembled with a bd discardit 2ml syringe and liquid was found to move normally through the needles without any signs of clogging. In certain circumstances, the drug product can become deposited inside the cannula, causing the needle to block/occlude due to crystallization and other solubilization effects. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. During the manufacturing process, the needles are routinely inspected for occluded condition after assembly as part of the inspection procedures. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 305892 and lot number 2405004. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from our manufacturing facility for evaluation. The retained needles were assembled with a discardit 2ml syringe and liquid was found to move normally through the cannulas with no signs of clogging found. Based on the investigation results, we were unable to reproduce the reported issue and an exact cause could not be determined. Per the provided feedback, we understand a clogged needle issue has taken place. Needles are inspected for occluded cannula condition as part of the in-process inspections after assembly. It is possible that the medication used had an implication in this event. In certain circumstances, the drug product may become deposited inside the cannula, causing the needle to become blocked due to crystallization or other solubilization effects. Occlusion is most likely to occur if a drug remains within the needle for an extended period of time. If this issue were to reoccur, we would appreciate the opportunity to perform a thorough sample analysis. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.